Event description:
It was reported to philips that host pc operating system (os) disk was defective, which would impact system boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc operating system (os) disk was defective, which would impact system boot up. To resolve the issue, the fse replaced the os disk and restored the system software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.